Manufacturer narrative:
(B)(4). Date sent 6/25/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional event information ·the patient is stable after the surgery. ·the sales reps confirmed with the doctor in charge that there were no problems in handling the anvil or operating the device. The position of the rectal incision has not been confirmed. The adjusting knob is always half-tightened, and the doctor is accustomed to using this device. Only the device was replaced with an alternative, the anastomosis was successfully performed, and the procedure was not changed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted anterior resection, the device could not be fired. Another device and same anvil were used to complete the case and anastomosed. No electrocautery was used on the center rod. The light on the gap setting scale was illuminated. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch #613c70. Corrected data: d4 UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with the handle shroud partially opened from the shaft to indicator area and from the shaft to firing trigger. The anvil was not returned and a battery was inserted. The breakaway washer was not present, and there were staples present. The battery was received drained and with a black small substance in the left terminal, however, due to the battery's condition, it could not be determined if the reported event is related to the substance noted. When the test battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was returned along with the device and the device was dry fire five times and it did activate on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device must be used within 12 hours of inserting the battery pack. Failure to use within this time frame may cause the battery to be depleted. Refer to battery pack disposal for battery pack disposal instructions. Insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The event described could not be confirmed as the device performed without any difficulties. No conclusion could be reached on what caused the black substance in the battery terminal and the separation on the handle shroud noted during the visual inspection. A manufacturing record evaluation was performed for the finished device batch number 613c70, and no non-conformances were identified.